Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that device delivered pt notifier for an out of range hv lead impedance. The svc to can vector measured an impedance high out range. The upper limit will be increased and pt will be monitored.